Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump did not alarm low battery alert prior to the prior to the off no power alert. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was advised unattended alarms will drain battery. Customer stated timing was less than 10 hours from the low battery alert to the replace battery now alarm. Customer inserted new battery but the issue reoccurred. Customer had battery issue for two weeks but did not received low battery alert. Customer states the battery cap was not loose, cracked or damaged. Customer states the type of battery in use was energizer. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the device trace download.